Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed access site bleeding. Per the physician, anticoagulation regimen associated with heparin administration using impella became difficult which caused bleeding to become poorly controlled. Eia dissociation and thrombotic obstruction was also observed. The physician stated that it is highly possible that the blood vessel was damaged when the introducer was inserted. The patient was administered 10 units of red blood cells and 10 units of fresh frozen plasma. Additionally, blood clots were collected by vascular surgery and stents were placed. As support was no longer needed, impella was successfully weaned and explanted. No further information was provided.